Event description:
It was reported that the insulin pump alarmed battery out limit and no delivery. Customer stated that she gets bruises when she inserts her infusion sets and sometimes it will leak out from under adhesive pad. Customer stated that the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. The customer was advised to monitor the insulin pump. Unable to troubleshoot for no delivery alarm due to it was past event. Customer reported the alarm was resolved by complete set change. Advised the customer to call back when alarm reoccur in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.